Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge&#10848;balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 8 atmospheres after a duration of 30 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.